Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the psi introducer set, it was noted that the introducer was kinked within the packaging. Despite this observation, the introducer was used, as its initial functionality appeared acceptable. During the procedure, significant resistance was encountered when advancing a non-teleflex bipolar pacing catheter through the cath-gard sterile contamination sleeve. The catheter could not be advanced, or only with considerable difficulty. Increased force was applied, resulting in separation of the cath-gard sleeve from the green connector used to secure it to the sheath. Additionally, the bipolar pacing catheter was damaged, including rupture of the balloon. A second introducer set was then opened to replace the sleeve and green connector, and a new bipolar pacing catheter was used. Similar resistance was encountered during advancement of the catheter through the second sleeve. After moistening the catheter, friction was reduced, allowing advancement and successful positioning of the bipolar pacing catheter. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. No additional medical intervention was required beyond removal of the affected devices and replacement with new devices.